Manufacturer narrative:
(B)(4). The additional 3.75x12mm nc trek referenced is being filed under a separate medwatch MFR number. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to remove protective sheath. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 3.75 x 12 mm nc trek balloon catheters, resistance was felt removing the protective sheaths. Force was used to remove the protective sheath from the first 3.75 x 12 mm nc trek with lot number 51029g1 after which the decision was made not to use the catheter. Resistance was also felt during removal of the protective sheath from the second 3.75 x 12 mm nc trek balloon catheter; however, the decision was made to use the catheter which was able to be used successfully without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.